Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contacts are out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery cap contacts are out of specification. Visual inspection revealed that the coin slot on the battery cap appeared to be ¿chewed up¿. Unrelated to the battery cap contact issue, investigation revealed that the battery compartment was cracked and the battery compartment threads were stripped. (B)(6).